Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. It was noted measurements had gradually increased since implant. The patient was undergoing a device change out procedure. Boston scientific technical services (ts) discussed options of testing and raise in impedance could be related to calcification or scarring. No adverse patient effects were reported.